Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where upon release the valve immediately dropped into the rv on all sides >10mm with anterior the deepest. Valve was stable with severe pvl cumulatively on all sides. Post deployment a decision was made to proceed with valve in valve with a 29mm s3ur device.

Manufacturer narrative:
The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation and the call with the clinical specialists. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that patient factors (carcinoid disease, severe tethering, and significant septal plastering) contributed to the reported event. Specifically, carcinoid anatomy causes significant continuity of the leaflet, chordae tendineae, and papillary muscles, leaving minimal room between the thickened leaflet tip and papillary muscles for leaflet capture and final valve position. Additionally, this patient has significant septal plastering affecting 1/2 of the septal leaflet on the anterior (s-ant) and central (s-cent) portion. There was only 2.3-2.8mm between s-ant and the septal wall and 2.9mm between s-cent and the septal wall, making leaflet capture difficult in these regions (the evoque anchor is 4mm in diameter). There was also significant tethering (about 14mm) on all aspects of the tricuspid valve, which likely contributed to the evoque valve dropping post deployment. It was noted in the imaging evaluation that there was potential missed leaflet capture at the 2, 3 and 5 o'clock anchors. The anchors near 2 and 5 o'clock were in/near a commissure, and the 3 o'clock anchor was on the portion of the septal leaflet with significant septal plastering. Post deployment, anchors lost contact with the tricuspid valve annulus on all sides of the valve making it unlikely that missed leaflet capture was the main cause of the event. Therefore, the most likely cause of this event is due to patient factors (carcinoid disease, severe tethering, and significant septal plastering). Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.